Event description:
It was reported the atrial plus lead is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Both bail covers are broken. Battery contacts are compressed. One case screw is missing. Display is missing pixels. The ring is bent.